Manufacturer narrative:
H3- device evaluated by manufacturer: the lotus edge device was returned for evaluation. The device was returned with the bottle attached and partially filled with saline. A visual inspection noted compression on the outer sheath 110 mm proximal to the outer sheath tip. An outer sheath kink was noted 100 mm proximal to the outer sheath tip. The bottle was removed and visual inspection of the valve components found no issues. Damage was noted to the tip of the outer sheath where the bottle had been reattached when returning for analysis. No other kinks or damages were noted to the outer sheath. The device was sheathed and unsheathed without issue and the compression on the outer sheath released once the device was sheathed. No other issues were noted with the device.

Event description:
Reprise IV study. It was reported that difficulty advancing, a catheter kink and left bundle branch block occurred. Prior to index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 22mm balloon. A 27mm lotus edge valve (lot# 24352651) was inserted. The lotus edge valve system was unable to track through the very tortuous iliac arteries and kinked upon advancing. The lotus edge valve (lot# 24352651) was removed from the body. A second 27mm lotus edge valve (lot# 24536816) was inserted which also could not be implanted. A non-study valve was successfully implanted. It was further reported that during the attempts to implant the lotus edge valves, the subject was noted with left bundle branch block which persisted post non-study valve deployment. Of note, no conduction disturbances were noted post balloon valvuloplasty. No diagnostic was performed and no action was taken for the left bundle branch block. The following day, the event was considered resolve. Four (4) days post index procedure, the subject was discharged on aspirin and warfarin.

Event description:
Reprise IV study it was reported that difficulty advancing and a catheter kink occurred. Prior to index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 22mm balloon. A 27mm lotus edge valve (lot# 24352651) was inserted. The lotus edge valve system was unable to track through the very tortuous iliac arteries and kinked upon advancing. The lotus edge valve (lot# 24352651) was removed from the body. A second 27mm lotus edge valve (lot# 24536816) was inserted which also could not be implanted. A non-study valve was successfully implanted.

Manufacturer narrative:
A5 - race: updated. B5 - describe event or problem: updated. B6 - relevant tests/laboratory data: updated.

Event description:
Reprise IV study. It was reported that difficulty advancing, a catheter kink and left bundle branch block occurred. Prior to index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 22mm balloon. A 27mm lotus edge valve (lot# 24352651) was inserted. The lotus edge valve system was unable to track through the very tortuous iliac arteries and kinked upon advancing. The lotus edge valve (lot# 24352651) was removed from the body. A second 27mm lotus edge valve (lot# 24536816) was inserted which also could not be implanted. A non-study valve was successfully implanted. It was further reported that during the attempts to implant the lotus edge valves, the subject was noted with left bundle branch block which persisted post non-study valve deployment. Of note, no conduction disturbances were noted post balloon valvuloplasty. No diagnostic was performed and no action was taken for the left bundle branch block. The following day, the event was considered resolve. Four (4) days post index procedure, the subject was discharged on aspirin and warfarin.